Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that his battery packs were not lasting 24 hours. During troubleshooting with customer support, the patient's wife also reported that the charger/ modem did not have power. The patient was issued a replacement charger/ modem.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/ modem would not power on. Upon evaluation, the power supply unit was defective and lacked on output voltage. The cause for the battery packs not holding a charge is the inability to charge. The cause for the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.